Manufacturer narrative:
Patient weight not provided. Approximate age of device- 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that during a log file review, the manufacturer's technical service representative observed a low voltage/no external power alarm while the vad was connected to a mobile power unit (mpu). This event may have been caused by the mpu power cord coming loose at the ac power cord mpu connection or ac wall outlet. The system controller's internal backup battery powered the pump during the event, as designed. There was no reported adverse impact to the patient.